Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope. It was also reported that the right ventricular (rv) lead exhibited a lead noise warning and a lead integrity warning, bipolar and rv tip to rv coil lead impedance warnings, short ventricle to ventricle intervals. It was reported that the right ventricular (rv) lead exhibited artifact oversensing. The lead remains in use. No patient complications have been reported as a result of this event.